Manufacturer narrative:
Corrected data: event description.

Event description:
It was reported that during an ablation procedure, during the first burn a bowtie blue pixel effect showed up. The physician lowered the laser power but that did not help dissipate the pixels. There were no patient complications reported in relation to this event.

Manufacturer narrative:
Device evaluation: the blue pixel phenomenon was confirmed during the case.

Event description:
It was reported that during an ablation procedure, during the first burn a bowtie blue pixel effect showed up. The physician lowered the laser power but that did not help dissipate the pixels. There were no patient complications reported in relation to this event.